Event description:
During a device replacement procedure for normal eri, the vibratory alert was tested on the original device with no response. The device was replaced due to normal eri and the patient was stable.

Manufacturer narrative:
The device was received in the laboratory and the battery voltage was greater than eri and was within estimated longevity. The device image revealed no anomalies. The patient notifier function was also tested and revealed no anomalies. No anomalies were found with the device. The field event was not confirmed and could not be reproduced in the laboratory.